Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the video provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 10 of the bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm were difficult to aspirate. The following information was provided by the initial reporter: customer canont get the insulin because piton is not tight patient cannot get insulin from insulin vial.

Event description:
It was reported that 10 of the bd ultra-fine¿ ii short needle insulin syringe 0.3ml 0.30mm were difficult to aspirate. The following information was provided by the initial reporter: customer cannot get the insulin because piton is not tight patient cannot get insulin from insulin vial.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.